Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1512704 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2016 to report a port issue with her adc blood glucose meter. At the time of the initial call, there was no report of any third-party intervention. Customer called again on (B)(6) 2016 and reported that she had not yet received her replacement meter and because she did not have a meter, she could not test. Customer noted experiencing "dizziness, frequent urination, extreme thirst, drowsiness and vomiting". It was further reported that on (B)(6) 2016 she was taken to the hospital. Customer was diagnosed with hyperglycemia and treated with 4 units of rapid-acting insulin. There was no report of death or permanent injury associated with this event.